Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was a therapeutic ureteroscopy with laser lithotripsy procedure, and it was completed using a similar device. There was a delay of 15min. There were no reports of patient harm.

Event description:
It was reported the video system center displayed error code b30 (communication or transmission problem). The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.